Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/21/2024, it was reported by a sales representative via email that an ar-3740sp knotless fibertak inserter immediately began to bend at the tip while being malleted in. The surgeon straightened the inserter the best he could by hand and made sure he was centered in the hole before attempting to insert it a second time. As soon as he began to mallet the same thing happened. The facility opened a new anchor and repeated the steps and the next two anchors inserted just fine. Minimal time was added to the case, no negative effects were caused on the patient. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image provided from the field, the device's tip appears to be bent. Consequently, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user-applied excessive force during tightening.